Event description:
A report was received of a patient undergoing a pocket revision due to the ipg being crooked in the pocket. The ipg was re-situated. The patient is reportedly doing well.

Manufacturer narrative:
This is the final report.